Manufacturer narrative:
H3/h6: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One used viavalve device without sheath and packaging was received for analysis. The sample displayed evidence of a tube tear within the catheter hub resulting in leakage consistent with the complaint. The tube tear was highly probable to have occurred due to a fault during the assembly process. Based on analysis, the complaint is confirmed as a manufacturing error.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after insertion of IV, the nursing noticed leakage around insertion site. Upon closer inspection a small "hole" or "crack" was noticed in the cannula right by the hub on the IV. The IV was removed and replaced. There was no adverse event reported.